Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated that their insulin pump was recently adjusted by their health care provider and the device has not been functioning as designed ever since. The customer stated that they are terminal with cancer and in need of their health care provider to adjust their settings again. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.